Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump screen is dark and won't turn on. Customer¿s blood glucose was not impacted. During troubleshooting, the issue was determined to be due to a wake button issue. The issue was resolved at the time of the event. The customer continued to use the pump for insulin therapy.